Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure, the atrial and left ventricular leads dislodged, leading to capture anomalies. New leads were implanted. While implanting the replacement lv lead, the guidewire became stuck in the lead and could not be removed. The lead and wire were explanted and replaced with another lead. There were no patient consequences as a result of the procedure.